Event description:
It was reported by customer that the cardiosave intra aortic balloon pump hd displayed overheat alarm. There was no harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section the full initial reporter's name is (B)(6). A getinge field service engineer examined the device but was unable to duplicate issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for clinical use. The event circumstance and patient involvement is not provided as of now. In case if provided in future then the investigation will be reopened and updated.

Manufacturer narrative:
Updated fields: b4 , b5, d8, d9, g3, g6, h2, h11 , e3 corrected field : h6 ( type of investigation ) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the failure could not be duplicated. The device passed all functional and safety tests according to factory specifications and the unit was cleared for customer use.

Event description:
It was reported that during use , the cardiosave intra aortic balloon pump had displayed overheat alarm. There was no harm or injury reported.